Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection was performed and it was noted that a fine fiber was floating in the solution contained in the unit. The injection ports were also evaluated and were discovered to have punctures in the target area. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in a 250ml intravia container. The pm was discovered in the bag during filling with blinatumomab medication and before patient use. There was no patient involvement. No additional information is available.